Event description:
It was reported that a user experienced no cgm readings after placing a dexcom g7 continuous glucose monitor (cgm) sensor while attempting to connect the ilet, and the issue was traced to an incorrect pairing code and an attempted pairing workflow inconsistent with the sensor type; the user was guided to edit the pairing code and place the ilet into pairing mode, with education on pairing timeframe provided. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education focused on correct sensor selection and accurate code entry. Investigation of this case revealed use error related to pairing code entry and pairing with the wrong sensor type, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.

Manufacturer narrative:
Initial.